Event description:
The hospital states, the device is melting or splitting at the tip of the electrode. This occurred after a few mins of use coagulating tissue. The surgeon was constantly trying to wipe the tip clean and it appeared to have melted in the pt's mouth. The pt suffered no adverse effect due to the reported problem.

Manufacturer narrative:
The incident electrode reported to have melted was returned and inspected. A root cause determination could not be reached based upon the eval. Further investigation results indicates that the defect would only occur if the blade came in contact with a conductor. A random inspection and review of cautery pencils on hand with mfg was performed and no issues of melting occurred. A definitive root cause of this incident could not be determined.